Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of ventricular signals on the atrial channel that resulted in the atrial tachy response (atr) episodes. There are also atrial signals on the ventricular channel. Technical services (ts) reviewed the reports and provided reprogramming options. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was reprogrammed per recommendations. The patient will continue to be monitored. No adverse patient effects were reported.